Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and migrated down below the diaphragm. The rv lead was also reported to have had high thresholds and no capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.